Event description:
The customer reported that the vertical column does not go up or down. This issue happened first thing in morning while setting up for cases. The system was not used after the problem was found and cases were performed with another system. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the power supply. The system operates as intended.